Event description:
It was reported that a magnet was placed over the device during neck surgery. Post op device interrogation reported that a shock was delivered. The electrogram showed noise, suggesting that the device delivered therapy for emi. The notes from the procedure do not indicate that a shock was observed, the patient did not jump, nor did telemetry monitors show a shock. The device did report an alert for magnet response. No changes were made.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.